Event description:
The implantable neurostimulator (ins) was repeatedly turning off/resetting; it was not depleted or at end of life. The ins was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.